Event description:
Healthcare professional reported after injection with one syringe of juvederm ultra plus xc in the nasolabial folds, the patient started experiencing "red hot" symptoms in addition to "flu-like" symptoms such as feeling fatigued, extremely run down, low grade fever, mild headache, and body ache. Treatments included prescribed keflex, oral steroids, acyclovir, a topical antibiotic, and nitro paste. Hylenex was injected into the right side only. Symptoms resolved 9 days after injection.

Manufacturer narrative:
(B)(4). The events of "red hot" and "flu-like" symptoms of feeling extremely run down, fatigued, with mild headache, body ache, and low grade fever are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.